Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent a device removal procedure due to infection related to a blood disease. It was reported the patient expired the following day.